Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. Pump received power error due to connector resistance issue. Device failed sleep current measurement due to unexpected battery power loss and power error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. Customer¿s blood glucose level was 114 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that power error reoccurred within a week of previous troubleshoot. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.